Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic bilateral inguinal hernia repair procedure. The needle kept falling out of the device. The needle fell into the cavity of the patient but was retrieved with graspers. To correct the condition a new reload was used on the same device. The current status of the patient is fine, no impact.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led, an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Two needles were received. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted. The visual inspection of each needle noted witness marks on all of the cones and around each of the loading slots. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so, may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. The IFU states: toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device.? A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.